Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level ranged from not being impacted to 150 mg/dl. After the alarm, the customer cleared it and resumed insulin delivery. The customer did not think the infusion set site was the cause of the occlusions, but thought the pump was at fault. The customer declined tandem technical support's offer to troubleshoot to determine a possible cause of the occlusions.